Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. Investigation summary: actual complaint sample can't be returned, manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and suture was used. The suture broke when sewing the ligament stump at the time of knotting during the surgery of excision of uterus. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.